Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported footplate lever partially coming up and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using two proglide devices with a 6fr sheath. Reportedly, a cuff miss was noticed with the first proglide. The second proglide was noticed to have the footplate lever partially up when feeding the proglide over the wire. The device was removed and hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.